Manufacturer narrative:
An event of ipg replacement was reported to abbott. During a procedure the patient's drg leads had migrated and the drg ipg was inoperable. Both the leads and ipg were explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-02768, 1627487-2023-02770. It was reported that during a procedure the patient's drg leads had migrated and the drg ipg was inoperable. Both the leads and ipg were explanted.